Event description:
Reporter alleged the pt received a discrepant blood glucose result of 157 mg/dl on the advantage system compared back to back with a result of 87 mg/dl on the lab system when testing was performed within 10 minutes. No action were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.